Event description:
Complainant alleged that medics were attempting to acquire the heart-rhythm of a pt (age and gender unknown) but the device powered up with no display. The medics disconnected the device from the pt and obtained their backup device and were able to successfully monitor the pt. The complainant indicated that there was no adverse effect to the pt as a result of the reported malfunction. The complainant stated that the medics were responding to their second call of the day and that the device had operated properly earlier in the day.